Manufacturer narrative:
.

Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.it was reported that there were calcification, stenosis, and tortuosity at the left iliac-femoral artery, and the diameter of the left external iliac artery was measured 7-8.5mm. The sheath with its outer diameter 8.3mm was used during the procedure.

Event description:
On (B)(6) 2011, the patient was implanted with one gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The gore introducer sheath with silicone pinch valve with its outer diameter 8.3mm was used during the procedure. It was reported that there were calcification, stenosis, and tortuosity at the left iliac-femoral artery, and the diameter of the left external iliac artery was measured 7-8.5mm. During the procedure while there was some resistance felt when the sheath was advanced, there was no reported issue. After the procedure on the same day, the physician noticed an irregularity of pulse at the patient's left lower extremity. Examination identified a dissection from the left external iliac artery down to the left common femoral artery, and its occlusion. It was reported that since the result of the examination could not lead to identify what caused the occlusion, the physician decided to perform an additional surgical procedure to confirm the cause visually and simultaneously repair the dissection and occlusion. The physician opened the cut-down used at the tag procedure and confirmed that the occlusion was in fact resulted from the false lumen enlarging into the true lumen. In order to secure perfusion to the left lower extremity the physician cut the dissected intima distal to the occluded site and made blood flow from the false lumen through the hole. Due to the cut the intima distal to the occluded site become like a flap, and therefore the physician sewed it to the adventitia. The blood flow to the left extremity was secured and the patient tolerated the procedure. On (B)(6) 2011, post-operative follow-up examination identified no adverse event. On (B)(6) 2011, the patient was discharged. On september 8th, 2011, six month follow-up imaging showed type ii endoleak. The physician decided to monitor the patient. On march 18th, 2012, one year follow-up imaging confirmed the resolution of the type ii endoleak.